Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer's blood glucose level rose to 21.7 mmol/l due to an occlusion and unintended insulin and then decreased to 3.0 mmol/l. No timeframes or treatment information was provided; advised to call emergency. Customer contacted a doctor, but no special treatment received. Customer allegates that because of occlusion an unintended insulin delivery happens and customer has low bg level. Caller alleges inaccurate insulin delivery. No product will be returned due to custom and legal issues in (B)(6).